Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. 1056t/86, (B)(4).

Event description:
It was reported that the system was explanted due to infection.